Event description:
Device malfunction: handle broke and stent partially deployed. Time of device malfunction: during the procedure. Symptoms/ae: deployed in unintended site. It was reported that during an interventional procedure in a superficial femoral artery (sfa) the stent began to deploy, and the sheath would not continue to retract resulting in breakage of the stent delivery system (sds) handle. The physician disassembled the handle in an unsuccessful attempt to fully deploy the stent. Reportedly, a decision was made to withdraw the device, and during removal of the sds and partially deployed stent. The stent was found to be unraveling at the distal end of the target lesion. The stent was ultimately deployed in the proximal end of the target lesion. A balloon catheter was used to appose the unraveled portion of the stent to the vessel wall. No add'l intervention was reported and the procedure was discontinued. There were no reported adverse patient sequelae. Reportedly, the lesion was described as heavily calcified. Though requested,no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet completed.